Manufacturer narrative:
Event description - correction - inadvertently did not include in initial MDR that there was no information suggesting the patient had vocal cord paralysis and no indication of a serious injury occurring patient coding - correction - paralysis coded inadvertently on initial MDR submitted instead of voice alteration.

Event description:
There is no information to suggest that the patient had vocal cord paralysis, therefore the event will be considered voice alteration at this time. The information received does not indicate a serious injury occurred. No additional relevant information will be reported unless this is information indicating a serious injury occurred.

Event description:
It was reported by the patient's sister that they recently received a generator replacement and since then the patient has lost their voice completely, has not been able to communicate, and has difficulty breathing. The patient's settings were turned down to relieve the symptoms but there has been no success and the device has now been turned off a week. The patient has still not been able to speak and easily becomes short of breath. Additional information was received during follow-up with the physician's office by the nurse indicating they are still in the process of trying to determine if the patient has vocal cord paralysis. No surgical intervention regarding the reported event has known to have occurred to date. No additional relevant information has been received to date.